Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle from a bd insulin syringe with bd ultra-fine¿ needle was through the cap, causing a sterile breach. There was no report of injury or medical interventions.

Manufacturer narrative:
Invetigation summary: customer returned ten 3/10cc, 6mm, 31g syringes in a sealed poly bag with the shelf carton from lot # 6347533. Customer states that a needle was sticking through the bag resulting in a needle stick when removing the bag from the box resulting in bleeding. The returned poly bag was examined and exhibited one syringe with the cannula through the shield, exposing the cannula. Since the cannula was exposed, this could result in a needle stick and harm to the customer. A review of the device history record was completed for batch# 6347533. All inspections and challenges were performed per the applicable operations qc specifications. There was one notification noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Probable root cause: needle was bent during shielding process and was not detected at the pim (point inspect machine), where an electrical current is passed over the shield and ejects parts where an arc is detected of any exposed cannula. Additionally, needle through shield would have had to pass through undetected by the camera system utilized on the production line. Both systems are challenged at regular intervals during production.